Event description:
It was reported that during treatment of an area in the proximal to mid-lad, estimated angiographically to be about 50% stenosis, the md was unable to advance the ivus past the lesion. He thinks the lesion was calcified and tighter than he appreciated on angiogram. He then used a 2.5 maverick balloon to dilate the area and again tried to advance the ivus. He then advanced the nir stent delivery device and noted a typical "hesitation," on crossing the lesion, but was able to position the device across the lesion. He did not notice any abnormality of the stent deployment or balloon deflation, but he was unable to remove the balloon. He advanced a wire, alongside the balloon, but still was unable to remove it. He was not able to retract the balloon into another manufacturer's guide catheter. When pulling back on the guide catheter in his attempt to remove the delivery device, he noted a dissection in the ostium of the lad. He started heparin and with the balloon in the lad, while awaiting surgery in the holding area, the patient had a cardiac arrest, which the md believes was due to a clot in the lad. CPR was begun and within minutes, patient was transferred to the operating room where manual cardiac massage was continued. Patient had bypasses to the lad and diagonal. The guidewire, catheter and delivery device were removed through an arteriotomy in the lad. Patient remains hospitalized and has a tracheostomy and peg feeding tube. It is unknown if he has had myocardial damage or had a neurological deficit. The md states the device performed as it should have, he is not certain the reason for the removal difficulty.